Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell four of six on the home choice (hc). The home patient (hp) had already disconnected. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. Should additional relevant information become available, a follow-up report will be submitted.